Event description:
Olympus loop electrode broke inside the patient during procedure. Most pieces were retrieved and postoperative x-ray did not demonstrate retained foreign body. FDA safety report ID# (B)(4).